Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine and bupivacaine at an unknown concentrations and doses via an implantable infusion pump. It was reported that the pump was replaced due to the healthcare provider (hcp) noticing a "kink in her line". No further complications have been reported as a result of this event.